Event description:
It was reported that during the pre-use check, the infusion line was found damaged. No additional information was available. No patient was involved.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Pictures received: two pictures were included in agile attachments for evaluation, cracked luer was detected. Samples received: two (2) samples were received in used conditions without original package. Visual inspection results: a crack was observed on luer lock adapter female. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. Supplier was notified about the issue reported for broken component. The cause of the reported problem was traced to a component supplied to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.